Event description:
This case occured outside of the us, in italy. On 17-oct-2024, the italian subsidiary notified teoxane geneva of an adverse event. The patient had an aesthetic procedures history of: botox injection in the upper third on an unknown date on (B)(6) 2022, ultra deep and rha 4 in the pre-jowl area, on (B)(6) 2023, ultra deep in the pre-jowl area, on (B)(6) 2023, rha 4 in the pre-jowl area and cheekbones. The patient had a medical history of: dental implant(s) 40 years ago severe sore throat on (B)(6) 2024, pubic herpes zoster infection on (B)(6) 2024. According to the information received by the injector on (B)(6) 2024, the patient experienced at the end of august / beginning of (B)(6) 2024 a late onset reaction with swelling, hardening and fibrotic encapsulation of the gel in both pre-jowl area but especially on right side. A complaint was opened for puresense ultra deep (B)(4) and another was opened for rha 4 (B)(4). On (B)(6) 2024, an ultrasound was performed which revealed a possible chronic inflammation process that occured in correspondence of dental implant(s) previously performed located in the right side. In the italian report is mentioned "likely granulomatous" that's why this case was deemed reportable. On (B)(6) 2024 a treatment by antibiotics (augmentin 1g/12h for 10 days) and corticoids (bentelan 3mg/24h for 7 days) was started. On (B)(6) 2024, the injector decided to dissolve the gel in the pre-jowl area and injected 900ui of hyaluronidase in the right side and 600ui in the left side. On an unknown date, the injector was put in contact with the local medical expert to discuss about this case. On (B)(6) 2024, the patient had another appointment with the injector who assessed an induration on the chin (without any swelling, pain or sign of inflammation) and a little improvement of the pre-jowl induration. An ultrasound was realised with another practioner (expert in ultrasound procedures) which showed normal deposits of hyaluronic acid in the injected areas without any fibrotic capsule. The injector decided to treat the patient with 1000 iu of hyaluronidase in the right pre-jowl area, 500iu in the chin and 500iu in the left pre-jowl area. On (B)(6) 2024, we received the information that the local medical expert advised to inject 300iu of hyaluronidase per side in pre jowl areas and to add antihistamine (zyrtec 10mg per day for 2 weeks) and a nonsteroidal anti-inflammatory (brufen 400mg, twice a day for a week and one per day for another week). On an unknown date, the injector met again the patient, the situation improved after another hyaluronidase injection (unknown dosage) and prescribed treatments recommended by the local medical expert.

Manufacturer narrative:
According to the injector, the local medical expert and the ultrasound report, this case seems to be liked to a granuloma. Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Patient predisposition, trauma, vaccines, or infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of rha 4 products.